Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device ran on its own w/o activation. Further investigation revealed a broken motor, rotor, press plug and other component parts. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair for running while on safe mode. There was no pt involvement; no adverse event was associated with the device.